Manufacturer narrative:
The customer reported that the autopulse platform (sn (B)(6) occasionally displayed asynchronous repeated errors: user advisory (ua) 45 (not at "home" position after power-on/restart), ua19 (max applied load exceeded), and ua02 (compression tracking error) error messages, and that when the error messages are displayed, the platform is unable to retract the lifeband. The reported complaint of ua45 was confirmed during the review of the archive but was not confirmed during functional testing. Any error messages will prevent the platform from retracting the lifeband and initiating compressions. The root cause for the ua45 was due to the driveshaft not being at "home position", likely attributed to unintended user error. The reported complaints of ua19 and ua02 were not confirmed during review of the archive but were confirmed during functional testing. The root cause of ua19 and ua02 are related to the failure of both single point load cells. A review of the archive file showed occurrence of ua45, confirmed the reported complaint. The autopulse platform passed initial functional testing without error or fault. However, the platform failed the load cell characterization test, related to the reported ua19 and ua02. Both load cells failed and need to be replaced to remedy the failed load cell test and reported complaints. The reported ua45 was not reproduced. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with sn (B)(6).

Event description:
The customer reported the autopulse platform (sn (B)(6) occasionally displayed asynchronous repeated errors: user advisory (ua) 45 (not at "home" position after power-on/restart), ua19 (max applied load exceeded), and ua02 (compression tracking error) error messages. When the error messages are displayed, the platform is unable to retract the lifeband. This was noticed during device check. No patient involvement.